Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an event reported as a "cap kit came off from the transfer set". It was reported that the cap was "put back after cleaning with alcohol". The next day, the transfer set was replaced. Two days after the event, the patient experienced cloudy effluent. Three days after the event, the patient was hospitalized and diagnosed with peritonitis. The cause of the peritonitis was not reported. Treatment for the peritonitis was not reported. At the time of this report, the patient outcome and action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.